Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. A visual investigation was performed and there was visible water damage and physical damage that are unrelated to the reported issue. The item component was determined to be tampered with at different component locations, making the component unable to be investigated. Due to the component being tampered with, no root cause can be determined.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming transducer fault and the exhalation flow transducer was checked and it failed to accept the calibration. There was no patient involvement at the time of the incident.